Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-002353 - 1221359-2022-02355.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of three (3). The customer reported a false positive result with the idnow covid-19 assay for performed on (B)(6) 2022. Repeat testing was performed and generated negative results. Confirmation testing via rtpcr (platform: (B)(6)) was performed and generated negative results. Although requested, no additional information was provided.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple patients. This MFR. Report addresses patient one (1) of three (3). The customer reported a false positive result with the idnow covid-19 assay using a kit swab on a direct tested nasal sample performed on 16mar2022. Repeat testing was performed on 16mar2022 and generated negative results. Confirmation testing via rtpcr (platform: labor volkmann) was performed on 11mar2022 and generated negative results. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1060765 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1060765, test base part number 190-430 / lot: 1060765. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1060765 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.